Manufacturer narrative:
(B)(4). This complaint was for a 2240 alarm (air in set) caused by the open clamp on an unused supply line. As such the complaint is confirmed and the cause was identified as use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The home patient (hp) stated that she had set up earlier and just connected, and then received the alarm in initial drain. The hp also reported that a clamp was open on an unused supply line. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available